Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were not feeling stimulation. Patient reported the stimulator and the controller weren't talking because it wouldn't turn on. Patient stated that when they went into groups a, b, c, and d, the numbers were all blank; agent understood that the patient was confused and expected to see the intensity levels for each program on the main therapy screen, agent reviewed information. During the call, patient unlocked the controller and said that stimulation was off but confirmed that there was a green highlight around group a indicating stimulation was on. Patient went to program 1 in group a and was at 2.9 for their intensity and was able to adjust it to 2.7 but then they got the message, stimulation is off settings cannot be changed with stimulation off (56). Agent had the patient press the white/grey stim on/off button on the controller and they confirmed they turned stimulation back on. Patient was able to adjust their intensities in program 1 and 2 in group a yet, they were still not feeling stimulation or tingling and but that they weren't in pain. When asked for the event date, patient noted that they let the implant battery run down really low on wednesday, so they c harged the implant and everything worked good while trying to connect to the implant, but then the stimulation didn't turn back on at all. Patient denied any recent falls or injuries near the implant site. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative in person for reprogramming to better optimize their therapy.